Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only essure on right side visualized') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced swelling face ("facial swelling"). On (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdominal pain"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), abdominal pain ("abdominal pain/ severe abdominal pain"), migraine ("migraine headaches/worsening migraines or headaches"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain/ severe pelvic pains"), fatigue ("fatigue"), suprapubic pain ("suprapubic pain"), ovarian cyst ("bilateral ovarian cysts"), allergy to metals ("she cannot wear ¿fake¿ jewelry, which often has nickel in it, because it irritates her skin") with dermatitis allergic, headache ("headaches/worsening migraines or headaches"), ovulation pain ("ovulation pain"), autoimmune disorder ("auto-immune or hypersensitivity symptoms noted") and genital haemorrhage ("abnormal bleeding noted"). Essure treatment was not changed. At the time of the report, the device dislocation, dyspareunia, arthralgia, abdominal pain, migraine, menorrhagia, pelvic pain, fatigue, swelling face, suprapubic pain, allergy to metals, headache, abdominal pain lower and ovulation pain had not resolved and the ovarian cyst, autoimmune disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, ovulation pain, pelvic pain, suprapubic pain and swelling face to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: results: essure only on right side /bilateral ovarian. Cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only essure on right side visualized') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced swelling face ("facial swelling"). On (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdominal pain"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), abdominal pain ("abdominal pain/ severe abdominal pain"), migraine ("migraine headaches/worsening migraines or headaches"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain/ severe pelvic pains"), fatigue ("fatigue"), suprapubic pain ("suprapubic pain"), ovarian cyst ("bilateral ovarian cysts"), allergy to metals ("she cannot wear ¿fake¿ jewelry, which often has nickel in it, because it irritates her skin") with dermatitis allergic, headache ("headaches/worsening migraines or headaches"), ovulation pain ("ovulation pain"), autoimmune disorder ("auto-immune or hypersensitivity symptoms noted") and genital haemorrhage ("abnormal bleeding noted"). Essure treatment was not changed. At the time of the report, the device dislocation, dyspareunia, arthralgia, abdominal pain, migraine, menorrhagia, pelvic pain, fatigue, swelling face, suprapubic pain, allergy to metals, headache, abdominal pain lower and ovulation pain had not resolved and the ovarian cyst, autoimmune disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, ovulation pain, pelvic pain, suprapubic pain and swelling face to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: results: essure only on right side /bilateral ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: events abnormal bleeding noted and auto-immune noted were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only essure on right side visualized') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced swelling face ("facial swelling"). On (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdominal pain"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), abdominal pain ("abdominal pain/ severe abdominal pain"), migraine ("migraine headaches/worsening migraines or headaches"), heavy menstrual bleeding ("menorrhagia"), pelvic pain ("pelvic pain/ severe pelvic pains"), fatigue ("fatigue"), suprapubic pain ("suprapubic pain"), ovarian cyst ("bilateral ovarian cysts"), allergy to metals ("she cannot wear ¿fake¿ jewelry, which often has nickel in it, because it irritates her skin") with dermatitis allergic, headache ("headaches/worsening migraines or headaches"), ovulation pain ("ovulation pain"), autoimmune disorder ("auto-immune or hypersensitivity symptoms noted") and genital haemorrhage ("abnormal bleeding noted"). Essure treatment was not changed. At the time of the report, the device dislocation, dyspareunia, arthralgia, abdominal pain, migraine, heavy menstrual bleeding, pelvic pain, fatigue, swelling face, suprapubic pain, allergy to metals, headache, abdominal pain lower and ovulation pain had not resolved and the ovarian cyst, autoimmune disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, ovarian cyst, ovulation pain, pelvic pain, suprapubic pain and swelling face to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: results: essure only on right side /bilateral ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: medical record received. Reporter & birth date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("only essure on right side visualized") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient is (B)(6) years old. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced swelling face ("facial swelling"). On (B)(6) 2012, 3 years 1 month after insertion of essure, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), abdominal pain ("abdominal pain/ severe abdominal pain"), migraine ("migraine headaches"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain/severe pelvic pains"), fatigue, suprapubic pain ("suprapubic pain"), ovarian cyst ("bilateral ovarian cysts"), allergy to metals ("she cannot wear "fake" jewelry, which often has nickel in it, because it irritates her skin") with dermatitis allergic, headache ("headaches") and ovulation pain ("ovulation pain"). Essure treatment was not changed. At the time of the report, the device dislocation, dyspareunia, arthralgia, abdominal pain, migraine, menorrhagia, pelvic pain, fatigue, swelling face, suprapubic pain, allergy to metals, headache, abdominal pain lower and ovulation pain had not resolved and the ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, device dislocation, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, ovulation pain, pelvic pain, suprapubic pain and swelling face to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: essure only on right side /bilateral ovarian cyst . Most recent follow-up information incorporated above includes: on 16-oct-2018: summon received. Reporter's information added. Events added: lower abdominal pain, headaches, ovulation pain. Outcome of events were updated to not recovered/ not resolved: dyspareunia, joint pain, abdominal pain, headaches, migraines, menorrhagia, pelvic pain. Fatigue, facial swelling, suprapubic pain, dermal allergic reactions, lower abdominal pain, ovulation pain. And device dislocation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.